Event description:
It was reported to tyco healthcare/kendall in early 2008 that a customer had a problem with a dialysis catheter. Customer reported: "a palindrome catheter fell out on nov 28, 2007. The customer states that the pt admits he was pulling on the catheter, there was mrsa at exit site but no inflammation had occurred. Silversite was used on this pt. The catheters fell out at home. This specific complaint is from a male. The catheter was a right ij insertion in 2006. The catheter fell out on 11/28/2007. Another palindrome was inserted (right ij) in late 2007.

Manufacturer narrative:
An investigation is currently under way. Upon completion, the results will be forwarded.